Event description:
It was reported that the 9800 sys had no fluoro image in normal mode. However, the image appeared in mag mode. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier high voltage power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.